Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer does not open when user attempted to issue medication. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that drawer did not open on medication issue. A technical support specialist (tss) requested the caller to log out and log back in, which resolved the issue; explained to the caller that this was a known bug and the quickest workaround was to log out and retry, and the caller acknowledged. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.